Event description:
Pt. Was 3 wheeling and hit some bumps and hurt right side. The pt felt something "rip". Study yesterday showed catheter to be disrupted at iliac crest. Peritoneal portacath replaced on the day of the event to continue chemo.